Manufacturer narrative:
The device was received with the formed needle fully retracted. No damages or defects were found that would contribute to a needle mechanism failure, although it is unknown at what point the needle retracted. No blood or evidence of bleeding was found on the returned device. Inspection of the device found no damages or defects that would cause bleeding. The exposed portion of the soft cannula was found to be stretched. It is unknown how or when this damage occurred. Testing of the device found that fluid freely passed through the cannula. No timeouts or drive stalls were seen in the download data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.